Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with right ventricular lead noise. The noise appeared as high ventricular rate episodes and was too big to be programmed around. Lead replacement was discussed, but the patient will be brought into the clinic for interrogation before scheduling surgery due to the patient being asymptomatic.